Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.